Event description:
It was reported the swg unraveled at withdrawal. Clinical consequences, according to the customer, difficult withdrawal, risk of endovenous lesions. No pt complications were reported.